Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9510-2 lever-locking broach handle batch number: 052222-r was received for investigation. Visual evaluation noted that the device had wear and was discolored. Functional testing was performed by attaching an ar-9510-14 rasp/trial stem batch number: 250120700r to the lever-locking broach handle and hitting the device with an ar-2966 kirk mallet batch number: 6671619 to replicate the conditions in which the reported failure occurred. Functional testing revealed that when the ar-9510-2 lever-locking broach handle was struck repeatedly with the ar-2966 kirk mallet, the device would unlock and detach from the ar-9510-14 rasp/trial stem. The most likely cause for these failures can be attributed to wear and tear incurred from repeated usage - date of manufacture: 11/02/2022. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/12/2024, it was reported by a sales representative via (B)(4) that during a revers total shoulder procedure on (B)(6) 2024, two broach handles, ar-9510-2, were coming off the broach when trying to mallet out of the humeral canal. In addition, the baseplate inserter, ar-9623, would not come off the baseplate. The blue wheel on the handle was spinning but would not back off the baseplate. Additional information requested. Additional information provided 2/20/2024: the case was completed with one of the broaches that would hold onto the broach better than the other. The broach handles will be returned.